Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the buttons are unresponsive. Customer stated that the metal on battery cap has fallen off. Customer stated the received motor error alarm and insulin pump rejected new batteries. Customer stated that the display had numerous scratches that make hard to see in bright light. No harm requiring medical intervention was reported. Customer will discontinue use of the device.